Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from unspecified cycler set lines right outside of the cycler cassette door when removing the cassette after canceling pd treatment. The treatment was cancelled due to receiving multiple m31 air detected in cassette alarms during fill 1. It is unknown when the leak started and where it was coming from. There was no fluid leak observed within the cycler. The patient was advised to resetup supplies and notify the peritoneal dialysis registered nurse (pdrn). Upon follow up with the pdrn it was reported fluid leaked from an unknown tubing line outside the cassette door. No details were provided by the patient. The pdrn confirmed no fluid came into contact with the cycler. No other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) therapy on the night of the reported event. The pdrn confirmed the cassette was no longer available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from unspecified cycler set lines right outside of the cycler cassette door when removing the cassette after canceling pd treatment. The treatment was cancelled due to receiving multiple m31 air detected in cassette alarms during fill 1. It is unknown when the leak started and where it was coming from. There was no fluid leak observed within the cycler. The patient was advised to resetup supplies and notify the peritoneal dialysis registered nurse (pdrn). Multiple attempts were made to acquire additional information, however, to date a response was not received.